Manufacturer narrative:
It is indicated that product is not returning for eval. Therefore, investigation os the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed for the reported lot number. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The customer was on lovenox during testing. This test should not be used for pt's on heparin therapy. This constitutes off-label use and cannot be ruled out as a possible root cause for the unexpected results. Additionally, improper techniques were identified in the complaint and may have contributed to the unexpected results. The mfg records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursed at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant low inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio2 inr: 1.6, laboratory inr: 2.2. The time between testing was within forty (40) minutes. Reportedly, multiple finger sticks were performed on the same finger. Additionally, the pt had an injection of lovenox on (B)(6) 2014. There was no reported adverse ot sequela. There was no add'l info provided.